Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. According to the patient, on approximately (B)(6) 2024, they were hospitalized and had been in a coma. The patient was unable to provide a specific date because she doesn't recall any longer. She didn't mention any malfunction to the continuous glucose monitor (cgm) before and during the event. She just said she was using it at that time. The patient experienced hyperglycemia and was unconscious. Her mother called an ambulance; the emergency medical technician (emt) came and took her to the hospital. When asked for more details of the incident, the patient said she didn¿t recall. The patient experienced a coma. After waking up from the coma, she was told not to do her own insulin because she took too much. She got discharged a few days before christmas of 2024. At the time of the report the patient was okay. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. The data indicates that the sensor session started at 2:15 am on (B)(6) 2024. The session lasted 6 days and 13 hours and ended when the sensor failed due to progressive sensor decline on (B)(6) 2024. There were 34 bg meter calibrations performed on the date of the reported event. Results of the calibrations indicate that the sensor is within specifications. On the date of the reported event (B)(6) 2024 there were numerous low, urgent low and urgent low soon alerts. Each alert started out as vibration then progressed to 50% then 100% unless acknowledged, or the condition ceased. All alerts were found to have functioned as designed. No malfunctions were observed. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.